Event description:
It was initially reported that the patient had high impedance at a recent appointment. Diagnostics were within normal limits on (B)(6) 2013. The patient is reported to be active and the nurse suspects that this may be the cause of the high impedance. The generator was turned off and x-rays were ordered. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.